Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a permanent communication error between device and transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was a permanent communication error between device and transmitter. No injury or medical intervention was reported.